Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain four of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt received prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and handling process controls were within specification.